Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 246 mg/dl. Insulin pump will need to be replaced. Customer agreed she would return the insulin pump for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.